Event description:
It was reported by the customer that when using the bd pyxis¿ cubie¿ system, drawer 02 matrix did not open to issue on the first attempt and the issue could not be replicated. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bin 02 04 was stuck on countback with the drawer not open. A technical support specialist (tss) reset the application and checked, and all drawers showed connected. The tss tried re-issuing again, and the drawer opened without issues. The system functioned as intended after the technical support specialist troubleshot the device.